Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a black screen, the device can work normally. The customer has replaced the spare device. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) states the work order was closed and the customer was not approved to use the device. At this time, the customer has not approved the purchase of new parts from getinge. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a